Event description:
It was reported that: the device was ventilating a patient and the patient was to be transferred to another location. The user disconnected ac power to the device and the device immediately shut down and stopped ventilating the patient. The device is equipped with internal and external back up battery power; however, failed to switch over. The patient was manually ventilated with an alternate device and then transferred to another ventilator. No patient injury reported.